Manufacturer narrative:
Final analysis of neurostimulator model 3116 (lot # nhv111252h ) showed ins functionally okay; insignificant anomalies. No significant anomaly. Final analysis of lead model 4351 (lot # nht024834n ) showed stim lead, distal end, conductor cut. No significant anomaly. Final analysis of lead model 4351 (lot # nht024835n ) showed no anomaly found.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# (B)(4), implanted: (B)(6), 2015, explanted: (B)(6), 2015, product type: lead. Product ID: 4351, serial# (B)(4), implanted: (B)(6), 2015, explanted: (B)(6), 2015, product type: lead. (B)(4).

Event description:
It was reported a high impedance issue, greater than 800 ohms. Impedance testing was performed but the impedance issue was not resolved, so the implantable neurostimulator (ins) serial number nhv111252 was replaced. The ins (nhv111252) was never implanted. Leads were implanted and attached to ins (nhv111252). Implanting physician noted the leads did not insert as easily or as fully into the header as normal. Multiple impedance testing resulted in >800ohm. Leads were replaced and new leads were attached to ins (nhv111252), yielding the same results. New ins (nhv111778h) was introduced and impedance test resulted within normal limits. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.